Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented with left ventricular (lv) loss of capture (loc) due to a lead dislodgement and was hospitalized. It was noted that during the implant procedure a few months earlier the physician had difficulty implanting the lv lead due to the patient's anatomy. There was only one good branch of the coronary sinus available for lead implantation. The lv lead had also dislodged and was repositioned during the implant procedure. A revision procedure was performed where the lv lead was explanted and replaced with an epicardial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.